Event description:
It was observed during the device inspection, that the duodenovideoscope's adhesive around the light guide lens was peeled and forceps elevator had burn. There were no reports of patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the malfunction could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.